Event description:
A report was received that during a lead revision, the physician discovered blood and tissue on the ipg. The physician preformed a device explant. Patient is reportedly doing well after the explant.

Manufacturer narrative:
Patient's weight not available. The product analysis of the device concluded that it preforms within normal device characteristics. This is a final report.